Event description:
It was reported that within a few days of implant, the device exhibited high impedances on the high voltage (hv) lead. A loose setscrew was suspected. The physician reopened the pocket to review the connections, and during the procedure, the device setscrew came out of the connector head. The physician had trouble replacing the setscrew, so the physician removed the silicone protecting the screw, retightened it, and used a repair kit to replace the silicone. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.